Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. However, upon evaluating the unit, the fse found the motor controller and shuttle transducer defective. To fix the issue, the fse replaced motor controller and shuttle pressure transducer. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure #50 and #53. There was no patient involvement, and no adverse event reported.